Manufacturer narrative:
The used complaint company cartridges for lot #15270588 were not returned. Sixty-six unopened company cartridges were returned for the reported lot. Five 10-count cartons (1 opened) and sixteen loose unopened company cartridges were returned. One sample was pulled from each returned carton and two were pulled from the sixteen loose samples. The samples were numbered 1-7 for evaluation purposes. These cartridges are related to (B)(4). Evaluation will be placed in both files. The seven company cartridges were microscopically examined. The exterior and interior lumen were examined with no damage or abnormalities observed. The seven company cartridges were functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No abnormal resistance was observed. The seven company cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified company lens was indicated. Three other lens models were indicated; however, the diopters being used were not provided. It is unknown if qualified lens model/diopters were used in all instances. A qualified handpiece and viscoelastic were indicated. The root cause for the reported complaint could not be determined. The used company cartridges complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Seven of the returned unopened company cartridges for the reported lot were microscopically evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. Per the IFU: use the company cartridges at operating room temperatures between 18° c (64° f) and 23° c (73° f). Completely fill the cartridge with ovd, immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. It is unknown if qualified lens model/diopters were used in all instances. Only one diopter was provided. Each model has a specific qualified diopter range. The company delivery system is for implantation of qualified company foldable intraocular lens ( iols). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There is one other complaint is this lot, related file, same facility. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: 2022-01818

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, cartridges have not allowed the lens to glide through per the techs. It has happened yesterday a couple times and today numerous times (at the time of this report). There was no patient harm. Additional information received and stated that, the lens that was damaged when using the cartridge .